Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: bat306720 - 1650 - MFR. Date: 11/06/2014 - exp. Date: 11/06/2015 - UDI #: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient received multiple battery switching events. There were no alarms received and the connections on the controller ports were checked and determined to be intact. The batteries were replaced.

Manufacturer narrative:
Additional information received indicated that the power switching could not be reproduced when manipulating connections. The issue resolved with the replacement devices. There were no reported consequences or impact to the patient. Two batteries (bat315556 & bat306720) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events involving the two reported batteries (bat315556 and bat306720), the manufacturer has opened and internal investigation for the communication errors. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Battery - bat306720/(B)(4) - expiration date: 11/30/2016 - device manufacture date: 11/06/2015 unique identifier (UDI) number: (B)(4) - received: 09/13/2016. (B)(4).